Event description:
Good faith attempts for product return have been unsuccessful to date.

Event description:
It was initially reported that a physician received a high impedance message (impedance 7068 ohms) on interrogation of a patient. Diagnostics were then run and resulted in impedance - ok 6734 ohms. The patient is able to feel stimulation. The physician did not turn the patient off and is going to wait and monitor the patient. Good faith attempt for more information have been unsuccessful to date.

Event description:
Additional information was received that the physician had decided to disabled the patient device and since disablement the patient has had an increase in seizures. The patient impedance value increased to greater than 10,000 ohms. X-rays were done, but will not be provided to the manufacturer. The x-rays did not show any lead fractures. It was unclear if there may have been any trauma, as the patient is in daycare during the day. The patient had a full revision. Product return attempts are in process.

Manufacturer narrative:
.

Event description:
It was reported that the patient¿s generator was replaced due to battery depletion. It was previously believed that the patient¿s generator and lead had been replaced in 2012 due to high impedance. It was found that the patient¿s high impedance was caused by incomplete pin insertion. The patient¿s lead was loose and reinserted into the generator on (B)(6) 2012 which resolved the high impedance. Programming history was reviewed for the generator. High impedance was seen, however good impedance was seen after the pin reinsertion surgery. No other anomalies were seen. The explanting facility historically does not return devices, therefore the generator has not been received by livanova to date. No additional or relevant information has been received.